Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer also states that insulin pump exposed to moisture in the pool. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery error alarm due to the force sensor flex cable incompletely plugged in. After further review of the unit's interior, there were traces of previous moisture on the back of the lcd screen; however, the open book alarm is probably due more to the flex cable than moisture damage. Unable to perform displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm.